Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted that their controller went "gray" which correlated to the time of a double disconnect. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed two (2) controller power-ups and associated motor start events for the analyzed period. No anomalies were observed during the recorded controller power-ups. The first power-up event was on (B)(6) 2017 at 11:33:49. The maximum time the controller was without power was calculated to be 1 min, 31 secs. The second power-up event was on (B)(6) 2017 at 05:02:52. The maximum time the controller was without power was calculated to be 11 min, 58 secs. Log file analysis revealed that the controller did not have the smr software installed. A communication error occurred that most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery. The sealed state does not impact normal operation. As a result, the reported event of double disconnect was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an I intermittent disconnection on one or both power sources. The most likely root cause of the controller unable to obtain the serial ID of the battery can be attributed to a communication error between the controller and battery. Internal investigations were initiated to evaluate communication errors on non-smr controllers and to capture events involving the controller losing power. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b3, h10 product event summary: the controller was not returned for evaluation. Log file analysis revealed three controller power up events logged within the analyzed period on (B)(6) 2017 at 11:33:49, and on (B)(6) 2017 at 05:02:52 and 05:05:19; respectively. The data point prior to the loss of power on (B)(6) 2017 revealed that one battery with serial ID (B)(4) was connected to power port one with 31% relative state of charge (rsoc) and (B)(4) was connected to power port two with 96% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and (B)(4).was connected to power port two. The controller was without power for a maximum of 1 minute and 31 seconds. The data point prior to the two losses of power on (B)(6) 2017 revealed that the battery with serial ID (B)(4) was connected to power port one with 95% relative state of charge (rsoc) and (B)(4) was connected to power port two with 97% rsoc. The data point recorded after the two losses of power revealed that the battery with serial ID ¿0¿ was connected to power port one and (B)(4) was connected to power port two. The controller was without power for a maximum of 14 minutes and 25 seconds. Log file analysis revealed that the controller did not have the smr software installed. The battery connected with serial ID of ¿0¿ occurred due to a communication error that most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state battery observed in the logs is an additional finding unrelated to the reported event; a battery in a sealed state does not impact its normal operation. As a result, the reported loss of power was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the controller unable to obtain the serial ID of the battery can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors on non-smr controllers. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.